Event description:
It was reported to philips that the c-arm geometry movements were unavailable. The device was in clinical use at the time of the event. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the geometry pc and reloaded the geometry operating system (os) which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirm that the table was free floating and the c arm was not working from any of the module. Review of the system log file showed that the system was not able to communicate with geo pc. Upon troubleshooting fse found that all the geometry movements were not possible due to faulty geometry pc. To resolve this issue, fse replaced the geo pc and reloaded the geometry operating system (os). After which the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on evaluation outcome.